Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) was unknown. Reportedly, assistance was required to administer an injection with a correction bolus to address bg level.